Manufacturer narrative:
(B)(4). Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. Unit received with all operating currents within spec and passed the rewind, unexpected restart error test, prime test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that there was cosmetic damage to the insulin pump. Customer stated that the plastic ring was chipping away and there was damage at the top of the reservoir compartment. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.